Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (display issue) issue. The reporter stated that the pump display screen went blank and the pump made audible tones and vibrated. The user allegedly changed the battery and was able to successfully prime, however the same issue occurred again an hour later. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/10/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was powered on with a fully functional display. A review of the device history indicated call service alarm cs 054-0000. The blank display was not duplicated.